Manufacturer narrative:
A review of the device history record revealed no anomalies that could be associated with this incident. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.

Event description:
Note: date of event is unknown. According to the complainant, during a procedure, a week ago, the needle would not retract into the sheath. Removed the entire scope with the needle exposed. The procedure was completed with another excelon transbronchial aspiration needle. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine.